Event description:
It was reported that the patient experienced stomach pain and ¿he¿s been so sick¿.

Event description:
It was reported, the low reservoir alarm was supposed to sound on (B)(6) 2012, but it did not. The patient heard the alarm after that date while they were in the hospital. It was reported, the pump was "out" and was confirmed based on "beeps" by a manufacturer representative about 2 weeks ago. It was reported, the patient thought his pump was not functioning but his healthcare professional (hcp) tested the pump and catheter and reported everything was "ok." It was unknown what testing was performed. It was also reported. The patient contracted a bacterial infection, clostridium difficile, after they were implanted in (B)(6) 2012. The patient had been in and out of the hospital for the past month to month and a half. It was reported, the patient never had therapeutic effect and "never really got a return of quality of life with this pump." It was noted, the patient was dismissed from their doctor because, the doctor did not take the patient's insurance. The patient was scheduled for a refill on (B)(6) 2012, but the appointment was cancelled by the hcp office. The patient's mother reported, the hcp refused to refill the patient's pump. It was also noted, the patient was told the pump was implanted "too late," but it was unclear what the statement meant. The device system was used to deliver morphine. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: product type catheter product ID, 8578 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type accessory. (B)(4).